Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a pacemaker pocket erosion and presented in the emergency room. The device was protruding through the skin and the device was exposed. The device was explanted and replaced on (B)(6) 2019. The patient was recovering.